Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display, unexpected restart alarm, unexpected resetting time/date after changing battery and ramping numbers on the display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed an unexpected restart. They were about to do a bolus but the screen was blank and it went through a countdown then they received the alarm. The customer¿s blood glucose level was 188 mg/dl. Troubleshooting was performed. The insulin pump was not stored or not in use for an extended period of time. The alarm was recurring during normal use. They were unable to get past the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.